Manufacturer narrative:
The insulin pump was received with all buttons working properly; no keypad anomaly noted. However, the connector at the lcd board was found unlocked on visual inspection. Device was received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Event description:
The customer reported via phone call that the act button on the insulin pump responds intermittently and gets stuck. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was over 250 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.